Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for greater than 100 colony forming units (cfus) of klebsiella pneumoniae stenotrophomonas maltophilia. A second test, performed four days later, again showed greater than 100 colony forming units (cfus) of klebsiella pneumoniae stenotrophomonas maltophilia. A third test, conducted three days later, tested positive for 21 colony forming units (cfus) in the biopsy channel and greater than 100 colony forming units (cfus) of klebsiella pneumoniae stenotrophomonas maltophilia in the suction channel. A fourth test, was performed four days later, tested positive for greater than 100 colony forming units (cfus) of stenotrophomonas maltophilia klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.